Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to complete the rewind sequence. The caller did not know the blood glucose reading. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test and prime/compromised test. The unit was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was unable to perform the excessive no delivery test and occlusion test, due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.